Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the manufacturing records cannot be performed without product identification. Device is used for treatment. The revision report was received and reviewed by a health care professional. The revision report documents a dislocation of the acetabular insert, which occurred during a minimal rotational movement following a right htep. Intraoperatively, the insert was found tilted medially. During the attempt to luxate the head, the insert repositioned spontaneously. During the removal of the polyethylene (pe) insert, some minor damages were introduced; otherwise, the pe appeared regular, with no traces of grinding. Further, the acetabulum and the stem were found firmly seated. No cause for the insert dislocation could be identified. Then, insertion of a new 56 mm standard insert (diameter 32), check for tight fit, placement of a short 32 mm metal head and repositioning of the hip. Now good muscular guidance with free range of motion and no impingement. Otherwise, no medical records were provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product data not known and not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h4, h6, h10.

Event description:
No additional event information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation update due to availability of product information: the liner and head were returned for examination. The geometry of the liner appears slightly deformed (oval). On the outer surface, multiple abrasions can be seen, a long, thin notch with a scraped-off chip and several roughened areas at the bevel. When facing the articulation surface, the rim of the liner shows deformation in the form of cuts, dents and sheared off material. One side of the tip of the polar peg is almost completely indented. The head shows some metal marks on the articulation surface from contact with a metal component(s) and an inconspicuous seating pattern on the taper. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored complaint trending process in order to identify potential adverse trends. The revision report from jun 17, 2023 was received and reviewed by a health care professional. The revision report documents a dislocation of the acetabular insert, which occurred during a minimal rotational movement following a right htep performed on (B)(6) 2022. Intraoperatively, the insert was found tilted medially. During the attempt to luxate the head, the insert repositioned spontaneously. During the removal of the polyethylene (pe) insert, some minor damages were introduced; otherwise, the pe appeared regular, with no traces of grinding. Further, the acetabulum and the stem were found firmly seated. No cause for the insert dislocation could be identified. Then, insertion of a new 56 mm standard insert (diameter 32), check for tight fit, placement of a short 32 mm metal head and repositioning of the hip. Now good muscular guidance with free range of motion and no impingement. A total of 5 radiographs relevant to the reported event, two views of the right hip dated on (B)(6) 2022 and three views of the right hip dated on (B)(6) 2023 were obtained and reviewed. The images from on (B)(6) 2022 demonstrate a right total hip arthroplasty with cement fixation of the acetabular cup. Mild radiolucency along the acetabular cup is nonspecific. The three images from on (B)(6) 2023 demonstrate a right total hip arthroplasty with asymmetric position of the femoral head within the femoral acetabular cup consistent with polyethylene wear versus liner dislocation. Lucency inferior to the femoral head and femoral neck within the soft tissues could indicate liner dislocation. Based on the investigation a liner dislocation can be confirmed; nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision of hip prosthesis due to inlay dislocation from the cup one year postoperatively. The patient neither fell nor did external trauma play a role. Intraoperatively, the inlay could be fixed again. However, it was exchanged for a new implant. The cup is not screw-retained and no soft tissue was found between the inlay and the cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - germany. D10: associated products: item reference: unknown, item name: unknown head, item lot: unknown. Item reference: unknown, item name: unknown cup, item lot: unknown. Item reference: unknown, item name: unknown stem, item lot: unknown. Item reference: unknown, item name: unknown taper, item lot: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item and lot number unknown.